Event description:
Reportable based on analysis completed on (B)(6) 2009. It was reported that during a coronary drug-eluting stenting treatment procedure, crossing difficulties occurred. The target lesion was located in the severely calcified, left circumflex (lcx). Using a 2.0x15mm unspecified balloon, the lesion was pre-dilated and the stenosis was reduced to 70%. A taxus liberte 2.25x16mm stent delivery system (sds) was advanced, but could not cross the lesion. The sds was removed and another of the same device was used to complete the procedure. There were no pt complications and the pts current condition was listed as "stable". However, the returned product analysis revealed stent damage.

Manufacturer narrative:
A visual and microscopic examination of the stent delivery system (sds) revealed stent damage. The proximal stent struts on rows 1 through 3 were bunched and misaligned. A visual and microscopic examination performed on the balloon and tip sections of the device found no damage that could have contributed to the event. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).